Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the baxter solution bag and the connector. Upon follow up, the patient clarified that the leak started during the last fill of pd treatment. The patient reported receiving multiple air detected in cassette alarms during the last fill. The source of the leak is the disconnection of connector to the solution bag. There was no fluid leak observed within the cycler. The patient did not complete treatment as per the on call pd registered nurse¿s (pdrn) instructions immediately after the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient indicated that likely cause for these issues is that there is no o-ring on adapter. The connector used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.